Event description:
Boston scientific crm received info that during a pre-discharge check, it was noted that the right ventricular (rv) lead threshold had increased. A chest x-ray determined the lead had moved. During the lead revision, it was discovered that a pericardial infusion was present. The physician believes this was in a different area from where the lead was initially placed. The pt's vitals were poor and heart rate increased, so a pericardial centesis was performed to drain the fluid. The pt is recovering well following the procedure. No further issues have been reported since. All available info indicates the lead remains in service.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.